Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation procedure with a mentor cpx 3 breast tissue expander with suturing tabs 450cc device that deflated after implantation. Deflation of the patient¿s left tissue expander was reported. The device was implanted in the patient for longer than 6 months, which is against the IFU. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 13-jul-2020, mentor received additional information about the event: - the initial information received about the identity of the suspect medical device is incorrect. It was initially reported to mentor that the suspect medical device is a mentor cpx 3 breast tissue expander with suturing tabs device, catalog #3547213, lot #6593393, UDI #(B)(4), 510(k) #k011500. New information received states that the suspect medical device is a mentor siltex round moderate profile 375cc saline breast prosthesis, catalog #3542660, lot #6593398, serial #(B)(6), UDI #(B)(4), PMA #p990075. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. - device code 1494 ¿off-label use¿ no longer applies to this event. Unlike tissue expanders, saline breast prostheses can be implanted in patients for longer than six months. On 30-jul-2020, mentor received additional information about the event: - the patient underwent bilateral explantation and replacement with mentor smooth round moderate plus profile 325cc saline breast prostheses on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 17-apr-2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).